Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one tunneler was returned for evaluation. Gross visual and microscopic evaluations were performed. The investigation is confirmed for broken tunneler tip, as a broken tunneler tip was observed during sample evaluation. The break surface of the tunneler tip was smooth and uneven. This is a known issue for equistream tunnelers. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date: 06/2020).

Event description:
It was reported that upon opening the package the tip of the tunneler was allegedly broken. There was no reported patient contact.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 06/2020).

Event description:
It was reported that upon opening the package the tip of the tunneler was allegedly broken. There was no reported patient contact.